Event description:
It was reported that during inspection of the external pulse generator, the unit would not power on. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).